Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it is likely that interaction with the moderately tortuous and calcified lesion contributed to the reported failure to advance. Additionally, an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the calcified lesion during retraction would have then led to the stent dislodgement as there was no damage noted to the stent or stent delivery system (sds) during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for stent dislodgement for this lot. There is no lot specific product quality deficiency. The reported difficulties appear to be related to the operational context of the procedure and there is no indication of a product quality deficiency.

Event description:
It was reported that during a distal left anterior descending (lad) artery stenting procedure, the mini vision stent delivery system failed to cross the lesion. The device was removed from the moderately tortuous and calcified vessel. Upon removal, it was noticed that the stent was missing. Under fluoroscopy, the stent was seen in the proximal lad (plad). As this was part of the lesion to be stented, a stent was delivered to the plad, crushing the stent against the vessel wall. There was not a significant delay in procedure, and there was no adverse patient sequela reported. Although requested, there was no additional information provided.